Event description:
It was reported that the pump read 5 ml was left to be administered when 40 ml (16%) of residual medication had not been administered. The device was connected to a single lumen which flushed easily, and brisk blood return was noted. No beeping was observed. No patient injury was reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump under-delivering is the expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.